Event description:
It was reported that a minimum fill notification occurred with a cartridge that had less than 80 units. The customer was educated to always load a cartridge with at least 80 units or more of insulin. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a manual correction injection. Technical support instructed the caller to remove the pump from its case and clean the pneumatic tap area with an alcohol wipe or lint-free cloth. Following guidance, the caller loaded a new cartridge using the correct technique, successfully resolving the issue, and resumed insulin use.